Event description:
The reporter indicated that a (B)(6) 2021, 12.6mm, vicm5_12.6, -7.00 diopter, implantable collamer lens tore when loading the lens into the cartridge. There was no patient contact with the lens. A replacement lens was implanted and the problem resolved. Cause of event is unknown. The reporter stated " the lens was caught after loading the injector and the lens was damaged".

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).